Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: when the electrical resistance between the two electrodes are increased. In addition, increased transfer resistance due to incorrect/defective contacts on the working element or the connection cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported, the electrosurgical generator produced an e006 error message. This issue occurred during a transurethral resection procedure. The resectoscope was changed, cables changed, loop/button changed/grounded pad changed, rebooted machine, changed grounding pad, and changed settings. The patient was under general anesthesia for the surgery and it could not be completed. The procedure was rebooked for another day. No additional medical intervention was required.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.